Manufacturer narrative:
Procode: suspect medical device; common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirm the report. All components were included in the return. The returned catheters contained powder at the distal ends of the catheters, and one of the catheters was cut at the distal end. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The device was not tested as returned because the device was already deactivated. The co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed initially but then stopped abruptly each time the button was pressed. The tubes were disconnected for removal of powder. No hard clumps of powder were observed in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. A visual inspection of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The regulator was tested with a new co2 cartridge and did not function as intended. Co2 would cease flowing through the regulator after an initial burst when triggered. The regulator was disassembled and the large black o-ring was present inside the regulator. The regulator was reassembled and retested but did not function as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray is unknown; the investigation identified the regulator component as the likely contributor but could not isolate the specific cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hemospray endoscopic hemostat. While trying to stop a bleed in the duodenum, the device sprayed one time and would not spray after that. Once the end user realized the product was defective, another cook hemospray was opened and utilized to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.